Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D9: 13-jan-2025. H3: one device was returned for repair with complaint that device failed downstream occlusion (dso) calibration. No relevant service history record was found. The complaint was verified by functional testing. The probable cause was a faulty dso sensor. The dso sensor was replaced to correct the issue. Device then passed all functional tests after the repair.